Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing pace impedance measurements which reached to nearly 1300 ohms over the past year and elevated threshold. It was also noted that there was non-physiologic noise present on the rv channel. Technical services (ts) recommended continuous monitoring. This lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted and replaced. This lead has not been returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.